Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient was not seeing any relief since implant despite regular titrations for the last month. The last dose increase was on (B)(6) the patient was still not seeing any relief so on (B)(6) a catheter revision was performed. The pump pocket was filled with drug and there was fluid leaking from the pump/catheter connection. A new proximal piece was added. The dose was decreased 44% and a flex pattern was programmed. The patient was doing much better following the revision except for the incision pain and left hip was sore from positioning during surgery. The device system was used to deliver infumorph. It was later reported that the pump connection appeared to be leaking. The location of issue appeared to be at the pump connection to the pump device itself. There was a revision with an 8784 ascenda proximal revision kit. There were no studies (pump or dye study) done prior to the revision. The patient was receiving pain relief post revision. The patients daily dose prior to the revision was 7.168 mg/day total daily dose with flex dosing of 2.0mg at 4:00 am and 1.67mg at 16:00 pm of morphine. Post revision the total daily dose was lowered to 4.0mg/day with flex dosing of 1.0mg at 4:00 am and 1.0 mg at 16:00 pm of morphine. It was later reported that the patient recovered without sequela.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
(B)(4). Final analysis of the catheter/sc connector revealed a tear in seal near guide ring.

Event description:
It was later reported that the patient never had therapeutic effect/good pain relief since date of implant. The patient was now at 6 mg/day and still not getting pain relief. A dye study was performed and dye study image (though poor quality) showed that the drug was not all making it to t9 where catheter tip was placed. The drug seemed to be possibly pooling near where it enters the spinal column at l3 and then almost coming back down.

Event description:
Additional information received reported other medications the patient was taking included vicodin, but the only drug in the pump was morphine. It was reported the patient's medical history included chronic leg and back pain and a history of failed back surgery. The patient was not having adequate pain control. It was also reported the catheter to pump connection was leaking. The location of the issue was at the pump connector. A revision of the catheter was completed and subsequently the spinal catheter was changed. It was reported the patient was doing "good" now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.